Manufacturer narrative:
Event date is approximate.

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a severely calcified, severely tortuous lesion in the ostium /proximal lad exhibiting 99% stenosis. The device was removed from its packaging as per IFU and inspected with no issues noted. No difficulty noted when removing the protective sheath. Negative prep was not performed. The lesion had been pre-dilated. During delivery, the device passed through a previously deployed stent. Excessive force was used as resistance was encountered. It was reported that stent dislodgement occurred at the ostial lad during delivery to/at the lesion. The inflation device remained on neutral pressure during delivery of the device. It was further reported that difficulties were encountered when removing the device. Another stent was deployed to crush the resolute integrity stent against the vessel wall. No patient injury reported.